Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than 1 colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, distal end cover insulation less than threshold, key top 1 had pin hole, universal cord buckled, less angulation, and charged coupled device unit had white dots. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the operating channel on the evis exera iii gastrointestinal videoscope tested positive for less than 1 colony forming units (cfus) of flora mesophilic aerobic, the suction channel tested positive for 4 cfus of pseudomonas aeruginosa, the air/water channel tested positive for 1 cfus of flora mesophilic aerobic and the auxiliary channel tested positive for 2 cfus of flora mesophilic aerobic on (B)(6) 2022. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.